Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor therapy. It was reported a friend/family member said they want to have the device checked. Patient had surgery on friday and is having discomfort in muscles that the device usually helps with, the caller did not turn stim off prior to the surgery but after surgery the device was off, and caller turned stim back on. The patient was redirected to their healthcare provider to further address the issue. Reviewed hospital staff can try calling in and paging a rep or patient should make appointment with managing hcp to have the device checked.